Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, it was noticed that the stent came off the balloon. The procedure was completed with a different device without any patient complications reported.